Event description:
It was reported that the device reached elective replacement indicator (eri), three months prior however, the patient has not been in the office for a device check for two years. It was also reported that there was no capture or sensing and the patient had a good underlying rhythm. At this time the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: e2sr01, implanted: (B)(6) 2005. (B)(4). The lead was not returned to the manufacturer and will not be evaluated.